Event description:
Dental assistant reports swelling, burning and itching when donning qualitouch l/r examination gloves. Pt also reports itching eyes, difficulty breathing and swelling of the mouth and throat. Symptoms remained both at home and in the dentaloffice.